Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed a system error 21513 (upstream occlusion (uso) sensor failure) alarm. This occurred during infusion with an unspecified vasopressor. The user could not clear the alarm to restart the pump; however, the device was turned off and on with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph identified a system error 21513 on the pump display. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.